Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the freestyle libre reader was reviewed and the dhrs showed the freestyle libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/no power issue was reported with the adc device. Customer reported being unable to test due to the reader not powering on with button press or test strip insertion. Customer experienced symptoms of hypoglycemia and was unable to self-treat. Customer had contact with a third-party (husband) at home who provided a glucose tablet as treatment. No further information was provided. There was no report of death or permanent impairment associated with this event.